Event description:
It was reported that during a lap cholecystectomy procedure, during boot up the hand piece showed an error code three. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specs for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.